Event description:
The customer reported "no alarm volume."

Manufacturer narrative:
(B)(4). Due to the allegation of "no alarm volume" and the lack of response from the field regarding the matter, the original allegation of no alarm volume is enough to err on the side of caution. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.